Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient's pump "never really worked for her " since the date of implant ((B)(6) 2018). The patient reported they had a new hcp who weaned the patient off of pain medication. The patient was told they were supposed to be "out of medication" on (B)(6) 2019, and 'it' would be turned off. The patient was unsure what the hcp meant by those comments. The patient mentioned they think they will be going to get the pump removed. The patient had been sick for about 3 months ago. The patient stated their heart will race and they will be sweating. The patient stated they wake up every night around 2 am. The patient stated they feel the "the swelling in her lips going down." The patient inquired what was causing her to feel like that. The patient stated the medication in their pump was hydromorphone, but she didn't think the pump had pain medication anymore, but she "isn't really sure because she doesn¿t know anything about the pump or how it works." Additional information was received on 2019-nov-05 that reported the patient's pump was shut off last thursday ((B)(6) 2019) at the hcp office. The patient was now hearing a beep every 10 minutes and wanted to know how to make the beep stop. It was reviewed that the hcp can silence the alarm. The patient indicated they would make an appointment with their hcp.